Event description:
It was reported that during the implant attempt, the lead was oversensing and/or had noise. The lead was not implanted. No patient c omplications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the full lead was returned and analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.